Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. Visual inspection revealed pins 2 and 3 of the ac adapter were burnt. Carefusion scrapped the defective adapter and sent a replacement ac adapter to the customer to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the lemo connector on the ac adapter had burnt pins. It is unknown at this time whether there was any patient involvement associated with this complaint.